Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation sensation and a loss of therapeutic effect following an MRI of left shoulder. The MRI lasted 1.25 hours. The patient experienced no adverse effects while in the MRI. He was not able to adjust stimulation. There were 3 green lights on the left side of the patient programmer but felt no stimulation when increased. It was noted that he does not use the stimulation that much. He was at home in fair condition. Additional information has been requested.